Event description:
It was reported that during the procedure in the left circumflex artery and obtuse marginal artery, pre-dilatation was performed using a 2.0x20 non-abbott balloon at 14 atmospheres. A 2.75x28 xience v stent delivery system (sds) was advanced but resistance was felt due to heavy calcification. An attempt was made to withdraw the sds and resistance was felt. The physician continued to retract the sds and the stent dislodged at the ostium of the left circumflex and the left main artery. A microsnare was used to successfully retrieve the dislodged stent from the anatomy. A new 2.75x28 xience v sds was advanced successfully and the stent was deployed at the proximal first obtuse marginal artery. A 2.75x15 xience v stent was deployed at the proximal left circumflex, overlapping the previous stent. A 2.75x15 nc trek rx balloon was used for post-dilatation. There was no adverse patient sequela and the procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant was returned, confirming the reported dislodgement. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Against resistance; incorrect removal. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.